Event description:
Customer reported an occlusion issue and requested a pump replacement. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event. Tandem technical support sent a replacement pump.